Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported the pump was located at the belt line, and the doctor moved the pump down about 3 to 4 centimeters. The patient was doing well.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained clonidine [0.5 mcg/ml] at a dose of 0.06 mcg/day, bupivacaine [10 mg/ml] at a dose of 1.2 mg/day, and dilaudid [5 mg/ml] at a dose of 0.6 mg/day. It was reported the patient had lost 150 pounds, and since that time, complained of tenderness to the pump site. The representative stated the doctor was going to move the pump to a different location in the body. It was unknown if the change in therapy/symptoms was considered sudden or gradual. The patient was going to have a pump and catheter revision the day of report. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.